Event description:
The following has been reported: pump cassette loading level doesn't work. Found the latch will not move. Biomed able to move the latch when pressing the cassette lock release button. Cleaned the loading guides, still could not move the latch. There was no any report of patient harm or of the issues stopping an active infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (lever lock) the device returned due to the lever handle would not unlock. All vr pcb's were changed to see if the issue would resolve itself. It did not. The frm flex cable was changed, this did not help the issue either. The device was reverted, and functional tests were run. The device failed the set ID functional test. Log files also indicate that the set ID is defective. Reporting as a conservative measure for the defective set ID. No adverse effects were reported.